Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that 331 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician delivered the 2.50x24mm taxus express2 drug eluting stent to the distal left anterior descending (lad). At 331 days later, the patient presented with in-stent restenosis. The physician used a 2.5mm cutting balloon of unknown type in the distal lad and then implanted a 2.50x20mm taxus express2 drug eluting stent to treat the restenosis. The patient condition is listed as okay. Further information has been requested but has not been received.